Event description:
It was reported that this patient underwent tavr within an existing edwards bioprosthetic valve (valve-in-valve) after an implant duration of approximately four years due to stenosis. It was identified, through review of source documentation provided, that the patient continued to smoke heavily, as well as abuse alcohol following implantation of the subject device in 2010. Additional cardiovascular risk factors included chronic obstructive pulmonary disease, hypertension and hyperlipidemia. The patient underwent successful tavr and is reported as stable.

Manufacturer narrative:
(B)(4). It was reported that this patient experienced aortic stenosis of his bioprosthetic valve. Many factors can contribute to the onset of stenosis, including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Unfortunately, the root cause of this event cannot be confirmed without the subject device (remains implanted). The operative report documents that this patient has a history of smoking and alcohol abuse, along with multiple other comorbidities. It appears that patient related factors likely caused or contributed to the onset of this patient's stenosis. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.